Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es location of the smart remote manager needed to be adjusted, as it was not lined up properly, was pulling down on the refrigerator door, and was causing the refrigerator fan to shut off. The refrigerator temperature was fluctuating due to this sensor being tripped by the door location. However, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door was failed. The field service engineer (fse) moved the latch fully out of the way and found the door continued to sag downward. It was determined that facilities management may need to tighten the main door hinges, as the lock was not causing the poor contact with the refrigerator open or close sensor. Temporary duct tape was added below the switch to improve contact, and during testing with user, the door was opened and closed several times, with the fan activating each time as expected. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es location of the smart remote manager needed to be adjusted, as it was not lined up properly, was pulling down on the refrigerator door, and was causing the refrigerator fan to shut off. The refrigerator temperature was fluctuating due to this sensor being tripped by the door location. However, there were no delay, adverse events or injuries reported based on this event.